Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found o have reduced audio level. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the speaker was found to be detached, and the pump audio was low. The cause was identified to be detached speaker. The speaker was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.